Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient will be revised due to allergic reaction to cobalt chromium metal ions and particulate debris.

Manufacturer narrative:
Additional information received on 03/18/1010: mpo was informed that the revision surgery was canceled.